Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that as far as the reporter knew, "all was well" with the patient following replacement of the implantable neurostimulator (ins) with high impedances. It was later reported there was no patient injury.

Event description:
It was reported that during normal implantable neurostimulator (ins) battery replacement there were impedances greater than 40000 ohms on all contacts except contact 8. The reporter stated that the doctor removed the leads, cleaned them off, and suctioned the port. A snap-lid test cable was used to test the leads. It was reported that the leads checked ok and a new ins would be tried. Twelve days later, it was reported that the ins was found to be the source of the impedance problems, and the ins was replaced with a new ins. It was noted that the ins with high impedances was never implanted in the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.